Event description:
It was reported that the surgeon "called from the operating room and said the new anatomic broaches he just received won't impact the cone in the ball taper. The surgeon had to go to an as combined due to this issue."

Manufacturer narrative:
The manufacturer did not receive devices or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. A product failure cannot be confirmed. Should additional information become available and/or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for corrective measures is not indicated at this time. (B)(4).